Event description:
It was reported that balloon rupture occurred. A 20 x 3.50mm promus premier drug-eluting stent was advanced for treatment; however, the stent balloon would not inflate above 8 atmospheres and it was noted that the balloon has a hole. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 3.50 stent delivery system was returned for analysis. Stent not returned. The distal end of the balloon was bunched in a distal direction. A lot of dried media was observed inside the balloon and lumen. An attempt was made to load the device on a 0.014" guidewire prior to an inflation attempt. However, this attempt failed due to the solidified media in the wire lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified solution before further inflation attempts were made to load the guidewire and inflate the device. The device was removed from the bath and the 0.014" guidewire was successfully loaded. The balloon was attached to an inflation device and inflated to the rated burst pressure without issue. No leaks or ruptures were noted and the balloon deflated without issue. The encore inflation device was verified before and after use using a calibrated druck pressure gauge. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture occurred. A 20 x 3.50mm promus premier drug-eluting stent was advanced for treatment; however, the stent balloon would not inflate above 8 atmospheres and it was noted that the balloon has a hole. No patient complications were reported.